Event description:
It was reported that an occlusion alarm occurred. Customer selected to resume insulin on the pump to address the issue. Customer's blood glucose level was "high", specific value was not provided. Customer administered a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.